Event description:
Sales representative reported that a health care facility reported that tegaderm chg dressing was used on a bone marrow patient for a PICC line in his right arm, and there was a massive amount of skin breakdown under the gel pad. The facility reported that the pad was moved to the left arm and a culture was done with results coming back negative. The facility reported that the patient was switched to biopatch.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.